Event description:
Pt was revised to address talar subsidence and poly wear.

Manufacturer narrative:
The devices and/or x-rays associated with this report were not returned. Provided info states the products have been implanted for 10 years. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.